Event description:
I participated in (B)(6) covid testing and received a false positive. I went to (B)(6) health and was re-tested (rapid and standard) and both were negative. FDA safety report ID# (B)(4).